Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
It was reported that a clinical study patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to migration from failure of ingrowth. Review of invoice history verified the implant and revision surgery dates.